Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose going high. Customer experienced high blood glucose level. Customer's blood glucose value was 328 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as dry mouth, headache light headed . The customer was treated with manual injection, insulin pen and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked case battery tube. The test reservoir does not lock in place and unable to perform the displacement test or verify under delivery anomaly due to the missing retainer and broken reservoir tube lip.